Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient's right ventricular(rv) lead exhibited high, high-voltage, impedance. Review of tests indicated that the patient's implantable cardioverter defibrillator(ICD) was the culprit for the high impedance. Programming changes were made but unsuccessful. The patient was stable. Related manufacturer reference number: 2017865-2019-10182.